Manufacturer narrative:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The customer confirmed to the rse via telephone that the battery was defective. It was subsequently replaced, restoring the device to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The customer replaced the battery to resolve the issue.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the battery is not durable. There was no patient involvement.